Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken tube adapter. This component was located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The instrument tube adapter appeared to be smashed and broken. Due to the broken instrument tube adapter, the user tip accessory could not be installed. The inputs were manually articulated and passed. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the tip of the 6mm monopolar cautery instrument was unable to attach. The procedure was completed with no reported injury.